Event description:
Consumer reported finding several more pen needles that clog during flow check from 3 different boxes. Informed to this caller 2nd time the non-patient end placement. Sending mailing kit and evaluation results on prior cases. Dc. Lot # 4044111, lot # 3332467, lot # 4051704, catalog# 320555, date of event unknown. Sample status awaiting sample. Unknown amounts from each box. Not sending replacement box - informed caller. Dc.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: for lot 404411 and 3332467, no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot numbers. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. For lot 4051704, no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for these devices and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.